Event description:
The customer contact reported charring on the ac power cord and rear case. The device was returned to the clinical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. During testing at the user facility, it was noted that there was charring on the prongs of the ac power cord and rear case near the strain relief connection. There were no reports of any adverse patient or staff events while the device was in clinical use. Though requested no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.